Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual and microscopic inspection of the advancer, burr, sheath, coil, and handshake connections were performed and revealed that the advancer unit and burr unit were received attached together as a single unit. The housings of the advancer and burr were detached and it was noticed that the handshake connections were not attached. The handshake connection of the burr catheter was received inside the housing and wouldn¿t retract. The housing was dismantled and the handshake connection was found to be stuck inside the sheath but was not damaged. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system and revealed that there were no abnormal noises or leaks and the device did not run; so it wasn¿t able to get any speed. The advancer was dismantled and the turbine was found to be corroded and the ultem was found to be melted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. As per product dfu: ¿never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer¿. (B)(4)

Event description:
It was reported that the rotational speed was unstable. A 1.75 mm rotalink¿ plus was selected for use. During preparation, it was noted that the rotation speed was not stable upon functional checking outside patient's body since the speed increased from 160,000 rpm to 190,000 rpm without doing anything. Also, the tip of the burr did not move at all even if the knob was slide left and right. The procedure was completed with another of the same device. No patient complications were reported.